Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having a miscarriage. This is not a complaint against the device. This record represents the patient's right side device. Later healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ pregnancy related complications- ndr: not applicable as the event is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having a miscarriage. This is not a complaint against the device. This record represents the patient's right side device. Later healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.